Event description:
Customer reported telemetry patients were randomly going to "no comm". There was no reported patient injury. Investigation/conclusion: ge medical systems' investigation into the reported complaint is ongoing. A follow-up report will be issued when the investigation has been completed.